Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that while inserting the lfn (lateral femoral nail), the doctor over inserted the nail into the femoral shaft. The doctor tried unsuccessfully to back the nail out and also loosen the connection screw. After unsuccessful attempts; the surgeon tried to loosen the nail with a twisting motion and the little lip that is on the end of the insertion handle broke off. The surgeon had to remove a large piece of bone stock from the trochanter in order to remove the lfn (lateral femoral nail). A stable fixation of the fracture was completed. There was a reported surgical delay of ninety minutes. This report is for 2 of 2 for (B)(4).

Manufacturer narrative:
Implant and explant dates: device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.